Event description:
The screwdriver shaft t25 tip broke. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the returned screw driver revealed that the top was strongly deformed due to excess torsional load and broke off. It is assumed that the deformation of the top was caused by a mechanical load that was too high. The examination of manufacturer data and the hardness specifications also revealed no divergence from specifications. No product errors could be determined.